Event description:
Non- integration. Implants failed instantly during surgery placement. And fracture reported.

Event description:
Non- integration. Implants failed instantly during surgery placement. And fracture reported.